Event description:
The surgeon attempted to implant an aq2010v silcone three piece lens but as it was being ejected it became stuck in the cartridge. The lens would not advance and it was unknown if there was any damage. There was no patient contact or injury. The nurse stated it was unknown as to why the lens would not advance. An msi-tm injector adn an aq fp cartridge were used but the nurse was unable to recall the lot numbers.